Event description:
The pump was powered on to begin an infusion. Before the device could be programmed, the pump alarmed with several malfunctions: s308, s408, post sw alarm code 65539, post sw alarm code 65559, and the usual s321 malfunction. The alarms were acknowledged and the pump was powered down and sequestered. Therapy was started on a different pump.